Event description:
The product complaint report shows the customer alleged the audio alarm to be intermittent. The customer replaced the power switch and audio alarm. Customer stated there was pt involvement, however verified no serious injury or death. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.